Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intensive care unit with an elevated blood glucose (bg) level of 800 mg/dl. Reportedly, the pump delivered less insulin than requested for a bolus. Reportedly, customer attempted to self-treat with a bolus via the pump; however was treated intravenously with fluids of saline and insulin at the hospital. Reportedly, customer broke their back due to their elevated bg level. Customer was released from the hospital on (B)(6) 2022 with issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.